Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. Earlier in the day at home the patient had a cgm value of 209 mg/dl and a bg of 88 mg/dl. The patient is visually impaired and went to the doctor¿s office for eye surgery. While speaking with the doctor she got an alert that her cgm was 99 mg/dl; the patient¿s settings were not provided, and it is not known what the device alerted for. The doctor noted that the patient was pale, but she stated that she was okay. When she stood up, she fell to the ground; the doctor and the nurses put her on a gurney and took her to the emergency room. She remained passed out for about two minutes. No additional cgm or bg values were reported. Her vital organs were checked, and no medications or other treatment were given. She was able to go home the same day. At the time of the report she was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.